Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m h6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe the appearance of the suture during the second procedure ? - did the suture break post-op? If so, where was the break noted (termination, middle, end)? - did the suture not engage into tissue post op? - other ? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Please describe any surgical intervention required for the wound dehiscence including findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a cervical vertebrae laminectomy on (B)(6) 2024 and continuous barbed suture was used on the fascia. The wound was separation in the ward/ICU on (B)(6) 2024, but it was re-suturing within 3 hours after separation. The patient is hospitalized. The patient recovered well after re-suturing. And it had not been occurred other symptoms, such as neuropathy. The doctor commented that the weakness of a continuous suture is that if one part comes undone, the rest of the suturing part will also come undone. There was no anaemia and no increased inflammation. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 medical device problem code. Additional information was requested, and the following was obtained: please provide the patient's weight, bmi at the time of index procedure. Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported with abnormality. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Yes. Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. What tissue dehisced? Fascia. What symptoms did the patient experience following the index surgical procedure? Onset date? Dehiscence post-op 12 days. Please describe the appearance of the suture during the second procedure? Broken. Did the suture break post-op? If so, where was the break noted (termination, middle, end)? Yes, the location was unk. Did the suture not engage into tissue post op? Not reported so other? N/a. Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Not reported with abonormality with the patient. Please describe any surgical intervention required for the wound dehiscence including findings: re-suture. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Cervical surgery is risky because of the tension after surgery. He thought that it was not only because of stratafix, but also because of excessive massage of the cervical spine. From now on, he will use a single ligature in cervical spine cases. Stratafix is a good product. What is the patient's current status? Recovered. Lot number? Unk.